Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The issue related to the cracked oscillation head was design related and has been escalated to CAPA. It was further determined that the issues related to the sticky trigger and component damage were due to component failure. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear, design and user. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillation head locking mechanism of the battery oscillator device had a crack. It was determined that the device had component damage and a sticky trigger. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet and trigger test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. I the exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.